Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the pump did not calculate bolus wizard recommendations correctly based on the information entered. The customer believed there was an abnormality with the pump and requested device testing. Blood glucose value at the time of event was 3.2 mmol/l. The customer was treated with carb intake. The event involved product(s) mmt-1805. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported event. Customer reported that their bolus wizard estimate value is not correct. Confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. No further patient complications were reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1805 will be returned for analysis.